Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information indicated that the evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker had an out of range pace impedance measurement, that was greater than 3000 ohms. The rv lead was from another manufacturer. Isometrics were performed, and nothing could be produced, noise or otherwise. Other rv measurements were within normal limits. The health care professional (hcp) was going to program a split sensing and pacing configuration. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.